Event description:
It was reported that the vns patient admitted into the emergency detention center on (B)(6) 2015. The patient was having extreme behavioral issues and required antipsychotic medications and sedations. The patient was doing well and discharged on (B)(6) 2015, but was readmitted on (B)(6) 2015 as the behavioral issues returned while at home. It was noted that the cause of the behavior issues may be related to the patient¿s underlying mental retardation. Attempts for additional relevant information have been unsuccessful to date.